Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the right ventricular lead was implanted, possible loss of capture and rising impedance was seen on electrogram. The next day, there was a bipolar high impedance warning on the lead. The patient was seen in the emergency room with no right ventricular capture and high threshold. The lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.